Event description:
Failed medical device cochlear implant-cochlear corporation system 512 explanted. Implant stopped working. This device was part of recall (date unknown). New device implanted nucleus freedom model (ci24re). Patient has fully functional cochlear implant in left ear.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.